Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty band the physician reported the native mitral valve was very difficult to expose and place sutures in. Following implant, testing of the valve revealed no insufficiency. As the chest was being closed the valve had severe insufficiency. The patient was placed back on bypass and no specific cause for the insufficiency was found however, the anterior leaflet now appeared to be protruding over the annulus. The annuloplasty band was removed and replaced with a complete 28mm non-medtronic annuloplasty ring. The physician decided that a complete ring may help the insufficiency. Following the implant of the non-medtronic ring, insufficiency remained and the physician replaced the ring with a 27mm non-medtronic valve. No additional adverse patient effects were reported.